Event description:
It was reported that during a subtotal gastrectomy procedure, the device was fired three times on the stomach with no problem. After the fourth firing across omentum with a white cartridge, the knife blade would not retract. The manual release was pulled numerous times and it still would not release. Another device was used to staple around the original device and then cut out. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.